Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 -(B)(6); product type catheter. (B)(4).

Event description:
Additional information later reported the new catheter was not connected to old. The old catheter was left in and abandoned.

Event description:
It was reported, the patient had a catheter revision/partial explant and ¿cut off a few inches connected to the pump and left the remainder in the patient.¿ it was noted, the catheter was replaced. It was also reported, the catheter issue was an occlusion and the healthcare provider attempted an aspiration to do a dye study and could not do it. The cause of the issue was not determined. The patient¿s status at the time of this report was ¿alive-no injury.¿ patient symptoms included pain and less than 50% therapy relief. It was noted the reduction in therapy lead the doctor to attempt a dye study and could not aspirate. As a result, the patient was taken to the operating room (or) instead to troubleshoot. The pump was being used to deliver dialudid and marcaine.